Event description:
It was reported on (B)(6) 2010 after completion of a normal diagnostic left heart catheterization, a femoral angiogram of the right femoral access site was preformed. It was noted that the common femoral artery was suitable for femoral closure and met all requirement for angio-seal use. The angio-seal was deployed with no issues and the patient was sent home the same day without complications. The patient presented back to the hospital on (B)(6) 2010 with pain in the right groin and right lower extremity. The patient was taken to the vascular lab and the right groin and lower extremity angiograms were preformed. It was noted that the access site vessel was occluded. The vascular surgeon placed a stent in the right common femoral artery. The patient tolerated the procedure well and regained normal circulation with good vessel runoff to the right foot. The patient was later discharged from the hospital and was reported to be recovering.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.